Manufacturer narrative:
(B)(4). Batch # t5d52a. Investigation summary : the analysis found that one pcee60a device was returned with no apparent damage and with a gst60b cartridge reload loaded on the device. The cartridge was received unfired, with six double drivers missing and one double driver out of position, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from right proximal side. This condition could lead to the drivers falling out of the reload. The device was returned with a non-working firing mechanism and it appears like a piece was lose inside the device. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found broken leaving the switch actuator lose which lead to the device not been able to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure on the third fire the stapler wouldn't work. When firing echelon stapler with blue load, surgeon held compression for 20 seconds as recommended. When pressing the "fire" button, the stapler knife engaged approximately 1 cm. And then the jaws of the stapler popped open. Stapler components in joint of arm also became visible where the articulating shaft meets the neck of the stapler. It is unknown how the case was completed. No patient consequences were reported.